Event description:
This is the first of four reports on the same pt involving four products with different lot numbers. Refer to medwatch 3006186389-2014-00022, 3006186389-2014-00023, and 3006186389-2014-00024 for a description of the subsequent reports. It is unk which lot was involved in the adverse event. A report was received (B)(6) 2013, from an eye care professional (ecp) that approx three months prior, a pt experienced pain immediately upon insertion of contact lenses, and sought medical attention at a hospital. The hospital advised that she had a bacterial infection and prescribed unspecified drops for treatment. The ecp stated that the incident had resolved and the pt had resumed lens wear but no longer used extended wear contact lenses. A request was received on (B)(6) 2014, from the ecp to inquire if any similar incidents were reported involving the product lots. The pt had experienced corneal ulcers rather than a bacterial infection, as previously reported. No info regarding duration of event or treatment modality was received. Add'l info was requested but not received.

Manufacturer narrative:
The mfg investigation is in progress. A supplemental f/u medwatch will be submitted upon completion of the investigation. (B)(4).control number: 203494.